Event description:
It was reported that during a da vinci si single-site cholecystectomy procedure the jaws of the 5 mm medium-large clip applier instrument would not open after gripping tissue. The surgical staff tried using a wrench to open the jaws, but was unsuccessful. The tissue within the instrument jaw grips was then cut and removed with the instrument. A replacement instrument of the same type was used to complete the planned procedure, with a 30 minute delay. No additional patient harm was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering observed that the grips are stuck in the open position. The grip input disc is very loose and the grips do not open and close properly. The housing was removed and the grip axis input shaft was found to be broken below the top chassis bearing. The input gear no longer meshes with the sector gear, so the grips cannot open and close properly. The instrument was disassembled to separate the grip assembly from the drive train. The grips are able to open and close when the push pull rod is manually actuated. The sector gear will not rotate and appears to be seized on the dowel pin. It was determined that the seized gear may have contributed to the breakage of the input shaft.